Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a button error alarm on the insulin pump. The customer also reported a partial display and that the pump doesn't show all pixels. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. No button error alarm. Unit received with intermittent b button response due to corroded keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.